Manufacturer narrative:
Product analysis: analysis was able to confirm the customer¿s comment that the programmer was unable to boot up. A system error was displayed on boot up, indicating that the software needed to be reloaded. It was noted that the hard drive was reimaged and the software was updated to latest version. Autonomous cursor movement was observed after the software update and an electromagnetic interference repair was performed. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to boot up. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.